Event description:
When visualization was inadequate during 12/18/96 laparoscopically assisted vaginal hysterectomy, physician decided to change to an abdominal hysterectomy. Upon removing the right laparoscopic cannula it was noted that the distal end of it has fractured and there were several small pieces broken from it. Per the surgeon, what appeared to be all pieces were recovered, the site was thoroughly explored and a negative abdominal x-ray was obtained in the or.